Manufacturer narrative:
The device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported refractive error due to system resulted in blurred vision with post operative best corrected visual acuity greater than two lines and the patient was diagnosed with anisometropia for which intraocular lens is explanted in the left eye of the patient, after surgery.

Event description:
A non-healthcare professional reported refractive error due to system resulted in blurred vision for which intraocular lens is explanted in the unknown eye of the patient, after surgery.

Manufacturer narrative:
H.3., h.6. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).